Event description:
Follow-up identified surgical intervention was undertaken wherein the scs system was explanted and replaced with updated technology. Postoperatively, effective therapy was restored and the issue resolved.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation as well as failed to recharge their scs system as recommended for over a year. Reportedly, the ipg would no longer communicate with external devices and the patient programmer displayed an error message deeming the device as inoperable. As a result, surgical intervention is pending to address the issue.